Event description:
The customer reported to hp that after a by-pass, they tried to start the pt's heart. Internal paddles were connected, and 20 joules were ordered by the dr. The defibrillator was set for 20 joules by a nurse. She hit the charge button and the defibrillator charged to 20 joules and immediately dumped internally. It then beeped and the message, "disarmed" appeared on the screen. Another set of internal paddles were brought in and connected and the same thing happened. At that point, another defibrillator (not hp) was brought in to restart the heart.